Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones on (B)(6) 2018 with blood glucose level was 400 mg/dl. The customer stated other blood glucose level was above 500 mg/dl. The customer was treated with intravenous insulin. The customer experienced symptoms such as nausea and vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was went to urgent care due to high blood glucose and ketones on (B)(6) 2018 at 8 pm with the blood glucose of 400 mg/dl. The customer¿s blood glucose at the time of incident was over 500 mg/dl. It was unknown if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event.